Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of her sutomated peritoneal dialysis therapy. The home pt discovered a supply line was disconnected from a supply bag for an unk reason. An assist device machine was used to make the spike/port connection. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed therapy using manual exchange. No pt injury or medical intervention was associated with this incident per the home pt.